Event description:
A male presented one year status post replacement of alloplastic left tmj fossa component that had fractured with a new fracture of the left tmj fossa component. Originally had tjr in 2005 as part of management of left tmj synovial chondromatosis. Pt has malocclusion and parafunctional habits (clenching and bruxism) that contributed to this problem by overloading the device.